Manufacturer narrative:
Continuation of d10: g151 crt-d, implanted: (B)(6) 2017. Product analysis # (B)(4). (B)(6)/ tue (B)(6) 2026, 14:11:12 gmt-0600 central standard time analysis summary for pe#: (B)(6). Analysis transaction ID#: (B)(4). Model#: 694765, serial/lot#: (B)(6). The complaint was related to a testable/quantifiable product specification, so the lead could be tested explicitly related to the co mplaint. The proximal portion of the lead was returned, so analysis is limited to that portion only. Analysis consisted of unaided and aided visual inspection, and observation for set screw marks and their location on the connector pin. Electrical functionality was assessed by performing continuity testing of the distal (pacing), proximal (sense), right ventricular defibrillation, and superior vena cava defibrillation conductors. It was not possible to determine whether the lead performed within specification. The whole lead was not returned. Because only a proximal portion of the lead was returned, there is not enough information to determine if the lead contributed to the reported complaint. The specific analysis finding is listed below in the analysis information section. Product disposition: the returned product was retained in storage after the analysis concluded according to storage guidelines the product may be stored off site. If requested, the product may be returned to the patient provided after analysis the product was in a condition that it could be returned to the patient. Analysis information -- (B)(6) 2026 14:11:09 cst pli# (B)(4). Product ID# 694765 the proximal portion of the lead was returned, analyzed, and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range, undefined defibrillation impedance and increasing thresholds and the left ventricular (lv) lead exhibited out-of-range, low pacing impedance. The leads were extracted and reimplanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: annex f coding medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.